Event description:
Pt alleges a contact lens and/or the solution in the lens package contained a painful eye fungus called fusarium keratitis. Pt alleges as a result he sustained permanent and disabling injuries to his right eye causing diminished vision.

Manufacturer narrative:
Eval: a review of the complaints history for this device was performed and found no other complaints in the last 24 months involving a fungal infection of the eye. Eval results: there is no direct causal relationship established between the medical device and the incident the pt complains of. This is being reported as a possible fungal infection of the eye (fusarium keratitis) with no direct causal relationship established between the medical device and the incident. Should further info be provided that would change this conclusion, an update to this report will be provided.